Event description:
It was reported that during an unknown time the device is broken and does not poke holes. There is no harm or delay reported, due diligence is complete and there is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the reported cutting and broken issues could not be replicated. However, the comb was rough, and the side plates and shoulder bolts were worn which could affect the device performance. The comb, side plates, and bolts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.